Manufacturer narrative:
Complaint conclusion: after withdrawal from the patient¿s body, the user tried to expand the balloon, but found the stent of the .035¿ 9 x 29 x 135cm palmaz genesis peripheral stent delivery system (sds) (on a .035" x 135cm opta pro) was deformed. There was no reported patient injury. The device was opened in sterile field. It was mentioned that during the operation, the balloon hit the working pressure about 8 (eight) atmospheric pressure at about 5 (five) seconds (s), ¿the balloon got up and did not see the stent.¿ after withdrawal, the stent was attached to the balloon, and the luer lock was tightened. The intended procedure was a stent implantation for subclavian stenosis expansion. The target lesion was the subclavian artery. The stent was not partially nor prematurely deployed. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. The device was prepped in the tray. The hemostasis valve was in the open position when received. The hemostasis valve was closed prior to removing the device from the tray. When removed from the tray, the stent was not constrained within the outer member/sheath. A stopcock was not connected to the y-connector of the hemostasis valve. There was no difficulty encountered flushing the stopcock. There was no difficulty encountered flushing the sds. There was nothing unusual noted about the stent delivery system prior to use. The target lesion vessel diameter was 8.8mm. A 9f non-cordis sheath introducer was used. A 9f guiding catheter was used. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 23mm. The percent stenosis of the target lesion was 70%. The lesion was not calcified nor tortuous. The stent delivery system did not pass through any acute bends. Delivery of the sds to the lesion was contralateral. There was no unusual force used at any time during the procedure. The lesion was pre-dilated prior to stent implantation with a non-cordis 8mm balloon at 8 atmospheres. The percent stenosis after pre-dilation was 30%. Contrast was used with a saline ratio of 1:1. There was no difficulty nor resistance noted while crossing the lesion with the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The sds did not have to pass through a previously placed stent. The other devices used with the product did not kink nor bend at any time. The procedure was completed using another stent. The product was returned for analysis. A non-sterile unit of product sds genesis .035 9.0x29 135cm sds was received coiled inside of a clear plastic bag with the stent already deployed and deformed. Per visual analysis the balloon was received not inflated. No damages or anomalies were observed nor on the balloon neither on the rest of the device. Per functional analysis the guide wire lumen was flushed, and a lab sample guide wire was inserted through it. A stopcock (three-way valve) was attached to the inflation lumen port in order to apply negative pressure and purge the balloon of air. The inflator/deflator device was attached to the inflation lumen. Balloon inflation test was done applying pressure with the inflator / deflator device. No leakage was observed. The balloon was fully inflated. Per microscopic analysis no damages or anomalies were observed during the product evaluation. However, the stent appeared to be compressed/crushed. A file with five pictures of an sds genesis .035 9.0x29 135, part number: pg2990ppx, and lot number: 82178943, were received for analysis. Per analysis of the attached pictures provided by the complainant, image 1 shows an opta pro balloon catheter (bc) on the sterile field adjacent to what appears to be an expanded palmaz genesis stent. The balloon is deflated and bloodstained indicating it has been used in the patient. The stent is separate to the bc. Image 2 is a monitor screenshot. It appears to show the patients right brachiocephalic, subclavian, and common carotid arteries in a lao view, possibly 35°, and a cranial of 1°. The guide catheter does not appear to be optimally engaged. It is not currently known where the target lesion is located. The guidewire appears to be located in the common carotid artery. Image 3 shows the bc and stent placed back in the original inner packaging, and separate. The stent appears misshapen with one end wider than the other, possibly due to compression or post procedure handling. Image 4 shows the outer box of the complaint device. Image 5 shows an expanded but deformed palmaz genesis stent in the gloved palm of a healthcare professional. The cause of the deformation is currently unknown but may be a result of attempting to force the stent into a problematic target lesion or post procedural handling. A product history record (phr) review of lot: 82178943 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-out of shape - compressed/crushed¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (a rate of stenosis of 70%) or procedural or post-procedural handling factors may have contributed to the event as evidenced by a compressed / crushed condition noted on the stent during analysis. The reported ¿balloon-sds-inflation difficulty¿ was not confirmed through analysis of the returned device as the balloon inflated normally during functional analysis. The exact cause of the event could not be determined during analysis. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr review, the post-procedural device images nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective / preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After withdrawal from the patient¿s body, the user tried to expand the balloon, but found the stent of the .035¿ 9 x 29 x 135cm palmaz genesis peripheral stent delivery system (sds) (on a .035" x 135cm opta pro) was deformed. Per image review, the stent appeared misshapen with one end wider than the other, possibly due to compression or post procedure handling. There was no reported patient injury. The device was opened in sterile field. It was mentioned that during the operation, the balloon hit the working pressure about 8 atmospheric pressure (atm) at about 5 seconds (s), ¿the balloon got up and did not see the stent.¿ after withdrawal, the stent was attached to the balloon, and the ruhr lock was tightened. The intended procedure was a stent implantation for subclavian stenosis expansion. The target lesion was the subclavian artery. The stent was not partially nor prematurely deployed. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. The device was prepped in the tray. The hemostasis valve was in the open position when received. The hemostasis valve was closed prior to removing the device from the tray. When removed from the tray, the stent was not constrained within the outer member/sheath. A stopcock was not connected to the y-connector of the hemostasis valve. There was no difficulty encountered flushing the stopcock. There was no difficulty encountered flushing the sds. There was nothing unusual noted about the stent delivery system prior to use. The target lesion vessel diameter was 8.8mm. A 9f non-cordis sheath introducer was used. A 9f guiding catheter was used. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 23mm. The percent stenosis of the target lesion was 70%. The lesion was not calcified nor tortuous. The stent delivery system did not pass through any acute bends. Delivery of the sds to the lesion was contralateral. There was no unusual force used at any time during the procedure. The lesion was pre-dilated prior to stent implantation with a non-cordis 8mm balloon at 8 atmospheres (atms). The percent stenosis after pre-dilation was 30%. Contrast was used with a saline ratio of 1:1. There was no difficulty nor resistance noted while crossing the lesion with the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The sds did not have to pass through a previously placed stent. The other devices used with the product did not kink nor bend at any time. The procedure was completed using another stent.